Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. It is also alleged that the patient suffers from loosening. Bilateral- doi: (B)(6) 2007- dor: none reported (left hip). Doi: (B)(6) 2008- dor: none reported (right hip). **update** 5/14/2013- pfs and medical records received. Part/lot was provided. Primary operative notes did not indicate loosening. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy devices. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.